Event description:
Info received that the head section would not go up. No injury reported.

Manufacturer narrative:
Tech found the bed in hallway. The head section would not go up. Replaced the valve to resolve this issue.